Event description:
The customer reported that the system would not capture fluoroscopic x-rays. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed a phone investigation and determined that ge mfg did not have parts available to repair this system. No conclusion can be drawn as repair info is unavailable and no add'l svc info was provided.